Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. The customer's blood glucose level was not impacted. Reportedly, the pump illuminated when plugged into a power source and the customer was able to unlock the screen, load a new cartridge, and resume insulin delivery. It was confirmed that the customer had a back up method of insulin delivery available.